Event description:
This 63 yr old female underwent bilateral silicone gel breast implantation following subcutaneous mastectomies in 1975. As the procedure was not performed at this reporting facility, the implant identifiers are unknown. The pt has developed breast contractures and symptoms of muscle weakness, fatigue, and skin rashes exposed to sunlight. She feels the problems are related to the silicone gel. Gross exam: the right implant is ruptured, the left is intact. The capsules both show chronic inflammatory changes.